Event description:
The suspect device was used to test the patient's blood glucose and a result of 79mg/dl was obtained. The patient was disoriented and a family member gave pt coke to drink. Another suspect device (refer to manufacture report 1823260-2000-00234) was used and the result on it was 95m/dl. The pt was then taken to the ER. A lab result on their blood glucose was either 29 or 49mg/dl. Pt was then given an IV and glucose. Their dr also lowered his insulin dosage.